Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump lost power. Allegedly, the battery compartment threads were stripped, and the battery cap spring was missing. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was found to be cracked, and the returned battery cap threads were stripped. The returned battery cap did not secure properly to the pump, and a power loss was duplicated. A test battery cap maintained power to the pump, and was used to exercise the pump for 24 hours with no power interruptions. The pump case was removed, and no evidence of intermittent conditions was found. Unrelated to the complaint, the pump black box data indicated a time and date reset within twenty minutes of a reboot. The internal clock battery on the printed circuit board was found to be leaking.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.